Manufacturer narrative:
Unplugged nurse call communication cord.

Event description:
It was reported by service report that the bed alarm not working. There was patient involvement; however, no adverse consequences are reported.